Event description:
It was reported that after the procedure was complete, the nurse cut the cord between the handpiece and the battery pack to retrieve the batteries. The batteries became hot and exploded while lying on a bag of saline, causing saline and parts of the battery housing to fly into the nurse's face. The nurse was administered first aid, flushing eyes and face with saline. The nurse did not sustain any injuries and was not administered any further treatment.

Manufacturer narrative:
The instructions for use provided with this device contain a warning against cutting the cord between the handpiece and battery pack, stating "do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire." The IFU also gives instructions on how to safely remove the batteries per batteries directive 2006/66/ec. An in-service for this account is currently being scheduled for review of the IFU and re-training regarding safe removal of the batteries from the battery pack.